Event description:
It was reported that the customer is getting foot pedal errors. The procedure was not completed due to this event. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
D3. Manufacturer email: moshe.barenboym@bsci.com.

Event description:
It was reported that the customer is getting foot pedal errors. The procedure was not completed due to this event. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
D3. Manufacturer email: (B)(6). Upon receipt of the foot switch at our quality assurance laboratory, the device was thoroughly analyzed. Visual analysis identified the foot switch assembly was in overall good physical condition. The foot switch guard show some chipped paint on the edges along with scuff marks consistent with normal usage wear. The foot pedal pressed down smoothly and returned to the open position without any issues. One of the rubber feet was missing. The connector was in pieces and the back screw on the piece was disconnected. The cable and pin fitting was held in place with black electrical tape. Outside, the metal shield was missing and the cable was a little twisted. Based on the information available, and the analysis results of the foot switch, it is probable that the damage identified on the foot switch caused or contributed to the reported errors.